Event description:
During a ptca procedure, the balloon deflated slowly. The physician the physician was able to fully deflate the balloon for removal without incident. No pt injuries or complications occurred.